Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "the hamilton was only able to give 22-32 ml of tidal volume to our patient. She did have a clinical course that was worsening, making it harder for her lungs to accept volume, but we did try to go up on the pressures to allow tidal volumes to be achieved, but were not able to be achieved. The bedside ventilator at the out side hospital was able to give her volumes, but our ventilator was unable. We turned it off, back on to attempt to give it a reset. We also re-did the vent tubing ¿pre-op¿ check, to see if that was the problem. Patient had to be manually bagged. No health consequences or impact.

Manufacturer narrative:
Investigation outcome: it was reported that the device was only able to deliver 22¿32 ml of tidal volume to the patient in (s) cmv+ mode. Although it was becoming increasingly difficult for her lungs to receive adequate volume, an attempted was made to increase the pressures in an effort to achieve sufficient tidal volumes. Despite these adjustments, the desired volumes could not be delivered. In contrast, the bedside ventilator at the outside hospital was able to provide adequate volumes. To troubleshoot, the device was powered off and back on, and also the "pre-op" check was performed to rule out any leakage or flow sensor calibration issues. However, the issue persisted. The incident resulted in medical intervention, during which the patient was manually ventilated using a breathing bag. No health consequences or impact. Subsequently, the local service engineer performed complete service software without any issues. The log files were received for review. The reported incident corresponds with the event recorded in the device log on the date of incident. Log review confirms that ventilation was initiated in (s)cmv+ mode. Immediately after ventilation began, the ventilator generated multiple alarms, including "inspiratory volume limitation", "disconnection on patient side" and "maximum leak compensation". Simultaneously, alarms for "vt low" and "low minute volume" were also triggered. Description of alarms: inspiratory volume limitation - medium priority alarm. The delivered vt is more than 1.5 times the set high vt alarm limit. Pressure is reduced to peep level. Disconnection of patient side - high priority alarm. Vte is less than one-eighth of the delivered vti, and delivered vti exceeds 50 ml. Maximum leak compensation - low priority alarm. The set vt cannot be reached due to a leak. Based on the alarm history (device logs), the most likely root cause is a patient-side circuit integrity issue. Potential contributing factors include: - loose or improperly connected flow sensor. - endotracheal (et) tube disconnection or partial dislodgement. - significant leak within the breathing circuit components. The sequence of alarms further supports this conclusion. Device logs confirm that the ventilator delivered a tidal volume (vti) of approximately 975 ml, which exceeded the preset upper limit and triggered the "inspiratory volume limitation" alarm. However, due to a significant leak in the patient circuit, the patient did not receive this volume effectively. This is substantiated by the "disconnection on patient side" alarm, which indicates that the returned tidal volume (vte) was less than one-eighth of the delivered volume¿i.e., less than ~122 ml. These findings are consistent with a severe leak or misconnection preventing adequate inspiratory pressure and volume from reaching the patient. Importantly, the ventilator passed all internal diagnostics, including the leak test and flow sensor calibration and the issue could not be replicated. No hardware faults were identified. This confirms that no internal technical defect within the ventilator could be established. This case is considered as closed.